Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "touchscreen froze" (no display or display failure), "system message displayed" (device displays error message). A company sales rep reported, a customer received a system message during setup. The system message was cleared and the case proceeded. Towards the end of the case, the touchscreen froze. The modes were changed using the remote control. The system was rebooted after the case and the touchscreen worked. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).